Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl. Reportedly, the pump battery was observed to be depleting rapidly and prevented customer to deliver a bolus. Subsequently, the customer was hospitalized. Tandem technical support was unable to confirm the reported allegation as the customer declined troubleshooting, and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.